Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. H6 component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a septoplasty procedure on (B)(6) 2019 and an absorbable hemostat device was used. The patient experienced pain and repeated infections. The patient underwent exploratory surgery on (B)(6) 2022 during which the surgeon noted, ¿pathology demonstrated that the possible fungal ball may actually be residual nasal packing from his previous sinus surgery in 2019.¿ additional information was requested.